Event description:
It was reported that during a laparoscopic cholecystectomy procedure, about ten clips were fired and all of them were malformed. Another device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.